Event description:
Ous MDR - pacing impedance were slowly increasing to >2000 ohm for this lead that was implanted in 2007. This device has been explanted and returned. The date of implant was not provided.

Manufacturer narrative:
Ous MDR - the properties of the lead were tested during the analysis. There were no deviations from the technical specifications that could be connected to the increase in the pacing impedance. No indications of material defects or mfg errors were found.